Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected hardware low level failure alarm. Blood glucose value was 211 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected hardware low level failures error during testing however, hardware low level failures error is found in the formatted history file due to broken traces at of the keypad assembly.